Event description:
A reliant balloon catheter was used in the patient for the endovascular treatment of a 42mm fusiform abdominal aortic aneurysm. It was reported that during the index procedure the reliant balloon burst during the first dilation for the proximal side. The reliant balloon was inflated in the stent graft and not outside the stent graft. There was no calcification in the vessel and the physician did not feel resistance while insertion of the balloon catheter. The vessel diameter was small and the balloon was not over inflated. The potential cause is unknown. The reliant catheter was removed from the patient with no injuries to the patient and a new reliant balloon catheter was used. The procedure was completed successfully. No clinical sequelae were reported and the patient is fine. Upon inspection of the balloon, there was a radial tear near the proximal end of the balloon. The tear extended approximately ¾ of the circumference of the balloon. The rest of the product was unremarkable. The balloon was inspected under a microscope and no clear burst initiation point was visible. The surface of the balloon had no scratches or marks. The tear was relatively straight with few jagged edges. The complaint was confirmed; there was a radial tear on the proximal end of the balloon. The root cause of the event could not be conclusively determined during analysis.

Manufacturer narrative:
(B)(4).